Event description:
The first report of two involving a 1104 b intracranial pressure icp) catheter from the same facility. The placement of an icp catheter was done on (B)(6) 2013 and appeared to be functioning properly. Several hours later the reading jumped from +2 to +30 and continued to give erratic readings. The pt was sedated and there was no indication of brain swelling. It was felt that either the monitor, cable or catheter were faulty. Another catheter was not used or implanted. "No apparent injury to pt/no underlying history."

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based upon the reported info.